Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the legal guardian (lg) that the patient had went to the emergency room at royal devon and exeter hospital with hypoglycemia. The patient's blood glucose levels declined to 3.7 mmol/l (67 mg/dl) while wearing the pod between 49 and 71 hours. The pod controller would not power on after a liquid from the bubble toy leaked into the device. The lg was not able to use backup insulin due to an expired vial. The patient was treated with glucose gel and was discharged on the same day. The pod was removed at the emergency room.